Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Reportedly, customer cleared the screen by triggering the wake button feature. Additionally, it was reported that display screen had a small line of missing pixels that did not block the graphics or text. Customer¿s blood glucose level was 373 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.